Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 23mm navitor valve was implanted at non-coronary cusp 5mm and left coronary cusp of 3mm. There was no calcification noted on the interventricular septum. During the procedure, prior to deploying the device a left bundle branch block occurred. On (B)(6) 2022 a pacemaker was implanted. The patients baseline rhythm was sinus rate and is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported that on 25 july 2022, a 23mm navitor valve was selected for implant. During the procedure, prior to deploying the device left bundle branch block occurred. The valve was successfully implanted at a depth of 5mm in the non-coronary cusp and 3mm in the left coronary cusp. There was no calcification noted on the intraventricular septum. On (B)(6) 2022 a pacemaker was implanted to resolve the event. The patients baseline rhythm was at sinus rate and is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.